Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The attorney alleges the patient underwent additional surgery to remove the device; however no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent the surgical implantation of an unspecified 3dmax mesh. The "product" (3dmax) was implanted in the patient to treat bilateral direct inguinal hernias. (B)(6) 2018: the patient underwent surgery to remove the product (3dmax) and repair other injuries caused by the product. As a result of such product's implantation, the patient has experienced significant mental and physical pain and suffering, has sustained permanent injury.